Event description:
It was reported that the intracavity c10-3v transducer had lens damage, causing exposed metal. The transducer was associated with the epiq 5 ultrasound system at the customer¿s site. The issue was discovered during clinical use and no patient or user was harmed as a result of the issue. The philips service engineer provided the customer with a quote for transducer replacement to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.